Manufacturer narrative:
This investigation is still in progress. Once the investigation is complete a supplemental report will be provided.

Event description:
The customer reported a conflicting results result with the binaxnow covid 19 ag self test (195-160) performed on (B)(6) 2022. Consumer mentioned that his wife was tested positive and he is self isolating in another room. Repeated testing was done and it was negative. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Additional information: d4: UDI obtained. Investigation report: testing was performed in triplicate at abbott diagnostics scarborough, inc. On retained kit lot 159338 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for kit part number 195-160 lot 159338 and device part number 195-230wl/195-430wl / lot 154296. The lot met the required release specifications. A review of the complaints reported as false positive and false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 159338 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue.